Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead confirmed to have fallen out of atrium and was resting in rv via chest x ray. The ra lead was found to be dislodged and was explanted and replaced. No patient complications have been reported as a result of this event.